Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was confirmed. Functional and visual testing performed. It was found that the downstream occlusion (dso) seal was degraded, it was replaced. The probable cause is the degraded dso seal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.